Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. The synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks at several locations along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. The device was soaked overnight in a water-bath and a recommended 0.0140 guidewire was loaded via the distal tip without issue. The returned device was attached to an encore inflation device and positive pressure was applied to rated burst pressure to inflate the device. The balloon inflated, held pressure, stent deployed and device deflated without issue. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 03-mar-2022. It was reported that inflation failure occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment of the target lesion. The delivery system balloon did not expand properly and the stent could not be implanted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.